Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not apply the clip correctly on the second and third clip attempt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for evaluation and failure analysis (fa) investigations confirmed the customer-reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The medium-large clip applier instrument was successfully fired once. Upon the second attempt to fire, the customer noticed the tips were misaligned. The type of clip used was a medium/large weck hemo-lok non-absorbable polymer ligation clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved by using another clip applier instrument.